Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
A consumer reported after she got the implant, she had to have surgery the following week because the left lead was pressing against the ganglion nerve in her back causing extreme nerve pain and had to be removed. Once it was removed, she was immediately okay. The consumer said the right side, that she needed it for, works great for her crps. Indication for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.